Event description:
The manufacturer received information alleging a ventilator is inoperable, the screen is frozen. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator is inoperable, the screen is frozen. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The device passed the evaluation as specified in the service manual. Note additional failures observed - the connectors were in good condition, the cabinet and other parts are contaminated with dust, they will need to be replaced.